Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic nurse reported that a dialyzer blood leak occurred after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, multiple fibers were observed on the cavity ID end bellhousing to be sheared from approximately 180° to 220°, with the ports at 0°, on the cavity ID end. Witness marks were observed on the bell of the dialyzer housing in close proximity to the broken fibers. The witness marks present as if the housing was compressed inward toward the fiber bundle and markings resulted at the point of compression. There were no other damage or irregularity noted on the returned sample. A lot history review was performed. There was one other complaint reported against the lot. The complaint was for an internal blood leak from the same customer. There were no complaints have been reported on this lot number by any other customers. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.